Manufacturer narrative:
It was reported the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with bilateral sacrospinous ligament fixation and perineorrhapy due to sui and pop. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and pelvitex were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision/removal surgery on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.